Manufacturer narrative:
The reported complaint was confirmed. Laboratory evaluation confirmed the power supply was defective. The product surveillance technician (pst) observed no anomalies upon visual examination of the power supply and no physical damage to visible connectors and terminals. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to medwatch #1828100-2015-00811. Per the fsr, the power supplies were both working to specification during this testing on (B)(6) 2015 and also during the pm visit on (B)(6) 2015. The fsr downloaded the system and power manager data logs and sent to the manufacturer for further evaluation. Technical support (ts) found that power supply (ps1) was reported as "failed" in the logs. The fsr checked the ps1 output with digital voltage meter (dvm), and found that +24 volts direct current (vdc) supply was only 0.6 vdc. The fsr replaced ps1 with a new power supply and verified that the ps1 output was now at +24.6 vdc. The fsr verified system performance and safety. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he powered up the system-1 to download data logs, he checked the power supply status screen and noted that even though total nominal available capacity (tnac) was at 14.82 amp hours (ah), the charge rate and charge status both remained at zero. There was no patient involvement.